Manufacturer narrative:
H4: the lot was manufactured from june 30, 2019 - july 02, 2019. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed in both samples which observed a black speck on the outside front right side surface of the fixed print only in the one sample. The reported condition was verified in the first sample and not confirmed in the second sample. The cause of the condition was most likely due to a supplier issue related to variability during the ink stamping process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in the two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.